Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, scissoring occurred at the 2nd firing. The clip was fed into the jaws properly. There was no unexpected resistance in grasping the firing trigger. There was no unexpected noise. There was no torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired after the event.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found yielded. The device was tested for functionality. Upon testing, the device was cycled and fed and formed two scissored clips, and then ejected one clip. In addition the device locked out as intended. Possible causes for the yielded jaws condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.